Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was applied to tissue and could not be re-opened. Tissue was resected around the device to remove ti. Bleeding less than 200 cc's occurred. Another device was used to complete the procedure. No tissue damage. No patient injury.